Manufacturer narrative:
The psu was returned to the manufacturer for analysis. Analysis found that the returned psu was found to be very rough with many nicks and scratches. When connected to a known good system the psu powered up with the amber fault light on. A check of the event log found four separate bump detected events recorded, none with a date stamp. Also, both batteries are reporting low voltage. Was not able to perform an accuracy test (aak) due to the bump events. Analysis found that the reported event was related to an electrical issue. The break-out box was returned to the manufacturer for analysis. Analysis found that there was physical damage, however the part functioned as intended with no issues. Physical damage observed. The device manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the computer will not boot. There was no patient present when the issue occurred.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the computer, video splitter, and camera were replaced, while the software was loaded, the microscope dicom qr was configured and the system then passed check out successfully and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.